Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's current blood glucose (bg) level was 390mg/dl and a correction bolus via the pump was delivered to address the bg level; the customer could not recall their bg level for the past event. All supplies were changed to resolve the past occlusion alarm. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. The customer performed a supply change as they were due for a supply change. Insulin deliveries were successfully resumed after the supply change.